Event description:
It was reported that the ventricular lead was capped due to dropping impedance, rising thresholds, and muscle stimulation. No patient complications were reported as a result of this event.